Event description:
It was reported that the patient experienced shocking sensation at the implantable pulse generator (ipg) and paddle spinal cord stimulation (scs) lead sites. It was noted that the patient had a fall and weight change and unknown if these contributed to patients pain. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8436-70. Serial number: (B)(6). Batch/lot number: 7071170. Model/catalog description: coveredge 32 MRI paddle lead 70cm. Unique identifier (UDI): (B)(4).